Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call indicating that the insulin pump alarm motor error/e70. Customer's blood glucose was unknown mg/dl. The customer's mother stated that patient receives the motor error at least once a day. The customer's mother requested the order to be signature release. The customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. However, the insulin pump passed rewind, basic occlusion and displacement tests. No motor error alarm noted and the motor passed motor test. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.